Event description:
A peritoneal dialysis nurse has reported that her pt had peritonitis. In speaking with this nurse it was learned that the pt had not reported any problems with use of this product, however he requested that she call this in to report this lot as causing the peritonitis. It was also reported that he had chronic ongoing peritonitis that eventually a medical decision was made causing him to switch to hemodialysis. The nurse reported that the pt generally does not follow protocol. She did report that there was no product failure reported and that he had never reported any leakage from the cassette. She stated that the cause of the peritonitis may be caused from poor technique as he has multiple documentation of where it was found he was not complying with his care. The pt was new to this product as of (B)(6) 2009. It was reported that he also had same ongoing issues with use of other products in the past. It is not known if he has fully recovered from previous events. For the episode of (B)(6) 2009, the pt was seen in clinic for lower abdomen pain. Pt reported pain during the night, and it was noted that he is in constant moderate pain with intermittent episodes of severe abdomen pain. The effluent is milky yellow in color with moderate amount of sediment. The pt was given intraperitoneal antibiotics and was instructed to use only manual exchanges and go to the hospital if severe pain continues. The pt was to return to the clinic for f/u care and instruction. There is no sample. The pt continued with use of peritoneal dialysis as instructed by the clinic. The pt was followed up for this particular episode. It was learned he was later admitted to the hospital for persistent peritonitis, but signed himself out determined to go on a trip. It was learned that the pt canceled his trip and came into the clinic for f/u of this episode where his condition was reported as being "worn out" and was noted to have lost weight. The pt was counseled by the staff in complying with plan of care. The pt did fully recover from this incident.

Manufacturer narrative:
(B)(6).